Event description:
The glidewell laboratories silent nite snoreguard did not work well and had quality problems for me. After a few days of use, the plastic bands that are supposed to project the jaw forward and reduce snoring seemed to stretch and become ineffective. My dentist returned the snoreguard to the company for a replacement, and they replaced only the lower jaw portion of the device. The replacement seemed to be of a different material than the upper portion, which stained quickly. The lower part of the device did not stain, but the plastic bands had a similar problem, and within a matter of days they had stretched again, reducing effectiveness. Within about a month, the connector that holds the plastic bands in place on the lower right snapped off, rendering the entire device useless. It is ridiculous that I needed a prescription for a device like this. The company needs to go back to the drawing board and re-examine the materials it uses.